Manufacturer narrative:
Follow-up received on 07-sep-2016. Quality-safety evaluation of ptc. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: genital haemorrhage. The analysis in the global safety database revealed 441 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding genital. Ablation with novasure was performed. She is planning to remove the devices. This event, seen as genital bleeding, is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an ablation (seen as required intervention) was performed probably as a treatment for bleeding and the devices removal is planned, this case is regarded as incident. Other non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 essure (fallopian tube occlusion insert) was placed. Consumer was (B)(6) at this time. The consumer experienced pain in abdomen, bleeding genital, low back pain, tiredness, memory loss, concentration problems and anemia. Problems with movements were reported. Ablation with novasure was performed; during this procedure 1 essure micro- insert came out. Consumer was treated with unspecified medication. At time of this report she was recovering from the events. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding genital. Ablation with novasure was performed. She is planning to remove the devices. This event, seen as genital bleeding, is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an ablation (seen as required intervention) was performed probably as a treatment for bleeding and the devices removal is planned, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.